Event description:
The reduced tip segment of catheter disconnected or fractured off the larger tubing at the joint. The segment of tubing embolized trough the heart and lodged in the pulmonary artery of the lung. It was able to be retrieved by radiology through endovascular extraction.

Manufacturer narrative:
The device has not been returned to the MFR.